Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by (B)(6), unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: - insulation failure at distal end. - distal end cap cover cracked. - bending section rubber glue lifted/ peeled off. - insertion section dented. - biopsy port scratched. - suction cylinder shaved. - light guide deformed, electrical connector deformed. - insufficient angulation. - biopsy channel worn out. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.